Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the sensor data available in the data management system (dms), indicated that the system was working within expectations and did not show any concerns about the health of the sensor. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user was advised to continue using the system and to enter calibrations when glucose trends are not changing rapidly. However, the user remained unresponsive to multiple communication attempts, and the information could not be relayed. As per the data management system (dms) review, the system remained in active use with up-to-date information. This MDR is submitted retrospectively following an internal review.

Event description:
On march 24, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.